Event description:
Following stent deployment in the renal artery, resistance was encountered while removing the express biliary sd stent delivery catheter. The catheter was successfully removed. The procedure was completed successfully. The patient status was reported to be "fine".